Event description:
After the implant was completed on (B)(6) 2023, the patient presented to the physician with evidence of neuropraxia which appeared severe. Patient is currently in speech therapy where improvements have been noted.